Event description:
It was reported that the patient with this left ventricular (lv) lead experienced pocket stimulation while lying on their left side. It was also noted that impedance measurements had decreased to 400 ohms. The physician plans to monitor the issue. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).